Event description:
It was reported that a patient, (B)(6) female, underwent an atrial fibrillation procedure with a celsius® rmt thermocool® electrophysiology catheter and suffered a pericardial effusion. During a procedure while using a velocity system (non bwi product ¿ st. Jude medical) and a stereotaxis system, the patient developed a large pericardial effusion. It was noted that there was no perforation from the atrium into the pericardial sac. The patient required a pericardiocentesis with drainage of frank blook. Following this, the surgical team opened the patient¿s chest to relieve the pressure with pericardial window. During the opening of the sternum, the liver was lacerated with the sternotomy tool. The patient was taken to the or to repair the liver. The patient was reported to be recovering in the surgical intensive care unit at the time bwi followed-up with the physician. The physician does not believe that any of the bwi products were the cause of the pericardial effusion. Settings during the event are unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on december 19, 2014. The analysis has begun but is not completed at this time. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female, underwent an atrial fibrillation procedure with a celsius rmt thermocool electrophysiology catheter and suffered a pericardial effusion. During a procedure while using a velocity system (non bwi product ¿ st. Jude medical) and a stereotaxis system, the patient developed a large pericardial effusion. It was noted that there was no perforation from the atrium into the pericardial sac. The patient required a pericardiocentesis with drainage of frank blook. Following this, the surgical team opened the patient¿s chest to relieve the pressure with pericardial window. During the opening of the sternum, the liver was lacerated with the sternotomy tool. The patient was taken to the or to repair the liver. The patient was reported to be recovering in the surgical intensive care unit at the time bwi followed-up with the physician. The physician does not believe that any of the bwi products were the cause of the pericardial effusion. Settings during the event are unknown. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore a deflection test was performed and the catheter passed. The device history record (DHR) review cannot be conducted since no lot number was provided. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate concomitant bwi products: product: lasso¿ electrophysiology catheter; us catalog # d7l1020rt; lot # 16103935l. Product: stockert 70 rf generator; us catalog # s7001; serial # (B)(4). Product: coolflow® irrigation pump; us catalog # cfp002; serial # (B)(4). Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).